Manufacturer narrative:
B2:- this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to the patient. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. D4:- the model, lot#, expiry date and UDI # were not provided by the customer. H4:- the date that the custom fit device was made is unknown. No information was provided by the dental laboratory.

Event description:
The customer reported that his patient had an allergic reaction while using myerson's ema sleep apnea device. The patient encountered an allergic reaction to the straps where the patient's cheeks were swollen and irritated.